Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was damaged; it was difficult to plug ECG cable into ECG connector. Analysis also found the programmer booted up to white screen; the mpu (main processor unit) printed circuit board assembly was found out of electrical specification. Keyboard space bar and stylus were missing. The bezel shield assembly was cracked near the emergency button and the latch tabs on power cord bay were broken. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.